Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tray moved and became loose at the end of the cementing process. The surgeon said the tray was never seated laterally. It is unknown which cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. (B)(4) has been undertaken to investigate further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.